Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an event of high blood glucose (420 mg/dl) on (B)(6) 2025. The event lasted for one hour. It was observed that the infusion set was disconnected at the connector needle resulting in high blood glucose. No further information was available.